Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, it was reported that receiver would not turn on. Additionally; the receiver has been received for evaluation. An external visual inspection was performed and it passed. The charge and boot test was performed, and it failed. An attempt was made to download the receiver logs but could not be performed as call tech support error was observed on the screen, which is a reportable issue. The reported issue of receiver will not power on was undetermined via product testing. This complaint is reportable based on the finding of display of call tech support error. A probable cause is undetermined. No additional patient or event information is available.